Event description:
It was reported that the burr became stuck in lesion and detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 1.50mm rotalink¿ plus was used to treat the target lesion. During procedure, it was noted that the burr was unable to be removed from the patient when they pulled it and that burr became stuck in lesion. Physician tried to remove it by rotating, however, rotation speed was not stalled but increased. Rotation of the burr was stopped to avoid detachment of the burr however, it was then noted that the burr had detached in the patient when they attempted to remove the device. An unspecified 2.75mm balloon catheter and a non bsc catheter were inserted to remove the device and the detached burr. The procedure was completed with this device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned connected to the catheter. A visual examination of the complaint unit found that the advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. The coil was observed to be broken upon inspection. The burr was returned separated from the device with a guidewire running through it. The burr was inspected and the annulus was observed to be damaged. The guidewire was removed from the burr with no issue encountered. There was evidence of adhesive on the base of the burr and the coil to confirm that the burr was attached to the coil during the manufacturing process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr became stuck in lesion and detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 1.50mm rotalink¿ plus was used to treat the target lesion. During procedure, it was noted that the burr was unable to be removed from the patient when they pulled it and that burr became stuck in lesion. Physician tried to remove it by rotating, however, rotation speed was not stalled but increased. Rotation of the burr was stopped to avoid detachment of the burr however, it was then noted that the burr had detached in the patient when they attempted to remove the device. An unspecified 2.75mm balloon catheter and a non bsc catheter were inserted to remove the device and the detached burr. The procedure was completed with this device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).